Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle sftygld 21x1-1/2 rb tw was missing the shield, which lead to a needle stick on the scrub tech. This was discovered before use. The following information was provided by the initial reporter: material no.: 305917 batch no.: 0008471. It was reported the needle was exposed because of a missing shield that lead to a needle stick on the scrub tech. Ob scrub tech was setting up or for c-section and while handling packages of supplies was stuck with a needle. On further assessment, she noted that the needle was in the intact original packaging but that the needle was exposed with no cap at all in the packaging. Bd safety glide needle 21gx1.

Manufacturer narrative:
H.6. Investigation: two photos of the top and bottom view of a sealed safetyglide blister pack from batch 008471 (p/n 305917) were received and evaluated. It was observed in one of the photos, there was no shield inside the package and the cannula was protruding through the bottom web. The missing shield was rejectable per product specification. A potential root cause for the missing shield defect is associated with the defective material from the supplier and improper containment during the packaging process. Corrective actions took place to mitigate the occurrence of this defect since the manufacture of this batch. Actions included mechanical modification to the needle line to prevent the unshielded needles from getting to the blister pack loader by detecting and discarding the defective product. Completed: (B)(6) 2020. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. H3 other text : see h.10.

Event description:
It was reported that needle sftygld 21x1-1/2 rb tw was missing the shield, which lead to a needle stick on the scrub tech. This was discovered before use. The following information was provided by the initial reporter: material no.: 305917 batch no.: 0008471 it was reported the needle was exposed because of a missing shield that lead to a needle stick on the scrub tech. Ob scrub tech was setting up or for c-section and while handling packages of supplies was stuck with a needle. On further assessment, she noted that the needle was in the intact original packaging but that the needle was exposed with no cap at all in the packaging. Bd safetyglide needle 21gx1.